Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: only the event year is known. Complainant part is not expected to be returned for manufacturer review/investigation. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot. Part/lot combination is not valid, therefore the DHR could not be completed. If the device is returned or the lot number is confirmed the DHR will be revisited. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent incision & drainage and hardware removal after an MRI without contrast of left knee and tibia/fibula on (B)(6) 2021 showed marrow edema within the posterior aspect of the left proximal tibia, concerning for osteomyelitis. Fluid collection measuring approximately 2.8 x 1.5 x 2.8cm was noted along the anterior aspect of the proximal tibial metaphysis, abutting the medially applied screw. Notable for extensive subcutaneous edema with associated myositis. All hardware was removed per orthopedics. This report involves one5.0mm ti angular stable lckng scr t25 30mm f/im nails-ster. This pc is related to the following pcs: (B)(4) reports plate breakage of the same patient on an earlier date. (B)(4), (B)(4) report infection in the same patient at an earlier date. This is report 1 of 11 for (B)(4).